Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery packs) was investigated. As received, the charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board. In addition, the charger exhibited a flash memory failure during programming at bga components u102 and u105 on computer / analog (ca) board sn 54020389_h. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. The cause of the inability to charge a battery pack cannot be distinguished between the contamination or flash memory failure. The root cause for the contamination is liquid ingress of an unknown contaminant. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(6) 2013. Implementation began on (B)(6) 2013. Results are being monitored. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.